Manufacturer narrative:
Citation: li-mei lin,1 geoffrey p colby,2 bowen jiang et. Al intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device expansion. J neurointervent surg 2015;0:1¿7. Doi:10.1136/neurintsurg-2015-011771 1 the pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested, however, no further information was provided by the author of the article. Mdrs related to this event: 2029214-2017-00234, 2029214-2017-00235, 2029214-2017-00236, 2029214-2017-00237, 2029214-2017-00238, 2029214-2017-00239, 2029214-2017-00240, 2029214-2017-00241, 2029214-2017-00242 and 2029214-2017-00243. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during literature review that the proximal segment of pipeline embolization device (ped) was not fully open. The patient underwent embolization procedure of 10 mm saccular cavernous aneurysm. It was reported that pipeline was failed to open and resulted in an incompletely expanded and stretched the device. Balloon was used to fully open the pipeline. The ped was successfully implanted in the patient. No patient complications were reported.. Intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device expansion. Li-mei lin,1 geoffrey p colby, 2 bowen jiang et. Al reference (B)(4).